Manufacturer narrative:
The suspect device was evaluated onsite. The reported problem could not be reproduced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" error occurred during an examination. Upon reconnecting the endoscope, the error did not occur again during the examination. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was confirmed at the site, but the b30 error was not reproduced as the device was not returned. The customer reported, however, that after reconnecting the endoscope, the error did not occur again during the examination. It was noted by the service department that the computer tomograph¿s (CT) pulses and voltage peaks could interfere with the video processor and that pa cables could provide a remedy. A technician was on site and repaired the device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the technician was received stating that ¿to his knowledge, the defects occurred before the procedure and no patient was hurt.¿